Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarm low suspend. Customer's blood glucose was 42 mg/dl. The customer was advised that they need to select suspend or restart basal. Customer does not exhibit symptoms of low blood glucose. Past event, customer stated that troubleshoot is set for 60 mg/dl. Customer has had 3 low events troubleshoot was triggered on one event but not on two others. The customer was advised that the device would replaced. The customer was not concert about her low blood glucose because she know why she is low. The customer was treated with sugar water.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, and a cracked reservoir tube lip.